Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, breakage of the head after movement of patient.

Manufacturer narrative:
Sectio b.5: additional information in description / section d.4: lot# has been updated/ d.5: implant and explant date added/h.6: health effect clinical code added.

Event description:
Allegedly, breakage of the head after movement of patient. Update (B)(6), 2024: 10 months after the surgery the patient referrals pain and functional limitations when loading the limb. Possible traumatic event (jump, descent from a step) but the patient does not remember any specific one.